Manufacturer narrative:
Date of event is estimated. The reported event was duplicated through product testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance's associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to abnormal functionality of the rf amplifier pca¿s (printed circuit assemblies) located at slot 1.

Event description:
It was reported that during an ablation procedure, the generator made a high pitched squealing whine noise while trying to get to temperature. Reportedly, the impedance values were very high. It was reported that smoke was seen come from the generator and smelled a burning smell. One port was not getting to temperature at all. The procedure was completed and there was no harm to the patient.